Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that there was a lead warning and the bipolar impedance on the right ventricular (rv) lead had shot up above the normal range. The bipolar thresholds had also increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.